Manufacturer narrative:
(B)(6). (B)(4). Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the affected load is released.

Manufacturer narrative:
(B)(6). Asp investigation summary: the investigation included a review of the device history record, complaint trending by lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant device evaluation. The device history record (DHR) was reviewed and met manufacturer specifications at the time of release. No issues related to this failure mode were noted. Complaint trending by lot number was reviewed from 02/12/17 to 08/11/17 and no significant trend was observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was via the customer photo which shows both bis have gold colored ci discs post-sterrad processing. The photo does not show media presence or color. The complaint issue cannot be confirmed. An issue with the performance of sterrad®100nx is unlikely since the cycle passed and the ci disc changed color appropriately. Additionally, the subsequent bi was negative for growth. The assignable cause of the suspected positive bi is likely use error. The bi was not processed at room temperature and was incubated even though found with a broken ampoule after sterrad processing which is against the IFU. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.